Event description:
The ge oec 2800 fluoroscopy system did not boot up correctly. System would not make x-ray exposure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the system working as intended. Events log showed a workstation communication error and it was noted that the power switch on the rear of the table had been activate, which would indicate user error in system start-up. No service issue or malfunction found. User error in system start-up. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.